Event description:
It was reported that the procedure was to treat a heavily tortuous lesion located in the right coronary artery. During rotablading of the artery a long dissection occurred from the ostium to the posterior descending artery. Six multi link vision stents were placed successfully to treat the dissection; however, the determination was made that one more stent would provide a more satisfying result; therefore, an attempt was made to advance the 2.25x28 mm mini vision stent distally. During this attempt, the guiding catheter disengaged, pulling the guide wire and the stent delivery system (sds) out of the vessel. The stent implant caught on the tip of the guiding catheter putting the stent implant in jeopardy of dislodgement. The sds was able to be retrieved to the level of the sheath, where the stent implant did dislodge into the anatomy. The stent was lodged in a tiny capillary artery and as blood flow was still good into the leg, the decision was made to leave the stent where it dislodged. There was no clinically significant delay in the procedure due to any abbott device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.